Event description:
A malfunction was reported on a customer's pump, specifically with the malfunction code malf 12. There was no information provided regarding any adverse impact on the customer's blood glucose level. Technical support assisted the customer by providing pump reset information and attempted to resolve the issue, but the malfunction recurred, leading to the decision to replace the pump. The customer was informed they would receive a new pump with updated software and given instructions for putting the old pump into storage mode before return. They were also advised to use multiple daily injections (mdi) as a backup therapy. The replacement pump was sent without requiring a signature upon delivery, and the customer was asked to return the malfunctioning pump within ten days using a pre-paid label.